Manufacturer narrative:
Zimmer biomet complaint: cmp-(B)(4). Foreign: the reported event occurred in (B)(6). The device was not returned for evaluation due to unknown location. Review of the device history records for part number 51-106090 and lot number 2698164: a non conformance report was attached with the DHR of this product for scratches and unacceptable marks on the neck flat, as a result of which rework was performed. An ncr was attached for gauge control sheets to be completed but was permitted to be left incomplete. However these ncrs captured did not lead to any rejection of the product. The reported components were reviewed for compatibility with no issues noted. A complaint history review for the same issue identified (B)(4) other complaints for part number 51-106090 and (B)(4) complaints identified for lot number 2698164. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to evaluate the device, the complaint was not confirmed and root cause could not be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Associated risk table lists "miscellaneous user needs (general post-operative pain)¿. Following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 01031 and 0001825034 - 2018 - 01032. Concomitant medical products: univ 2-hole shl 58mm lnr sz 25- part: 14-103658 lot: 351500. Epoly 36mm rlc lnr mrom sz25- part ep-105995 lot 530670. Delta ceramic fem hd 36/0mm- part: 650-0661 lot 2015111754. Unknown 15mm screw part: unk lot: unk. Unknown 35mm screw part: unk lot: unk. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported as part of a clinical study that 6 months post a total hip arthroplasty that was carried out on (B)(6) 2016 on the left hip, the patient experienced pain and discomfort and found it difficult to perform usual activities. One year post surgery it was further reported that the patient still was experiencing moderate pain, problems walking about, found it difficult to perform usual activities and occasional use of pain medication stronger than aspirin. Attempts have been made and no further information has been provided.